Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that one side of the jaw come off the er320 instrument, because of breakage of the bottom part of it. A new applier was used to complete the case. There was no consequence to the pt.